Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a reaction at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. The patient reported that the skin reaction covered half of the arm and additionally reported feeling unwell. The was a red lump at the insertion site which had drainage and swelling. The patient visited the emergency room ((B)(6) 2025), was subsequently admitted to the hospital ((B)(6) 2025) and was diagnosed with an infection. The cyst at the insertion site was lanced. The patient was treated with an antibiotic infusion and endone for pain relief. The patient was also prescribed a course of flucloxacillin antibiotics. The pod was removed prior to the patient¿s arrival at the hospital; the patient was wearing a pod on the other arm at the time of admission. The patient was discharged from the hospital on (B)(6) 2025.